Manufacturer narrative:
G3. (Date received by manufacturer): correct data: may 2, 2024.

Event description:
As reported, during use in patient of this hemosphere monitor, there were 4 points of discrepancy in pressure values compared to the non-invasive pressure (nip) (medwatch report 47822). Hospital staff tested on themselves and the issue still occurred. The problem have occurred on two other patients since the beginning of the week (medwatch reports 47823 and 47824). There was no allegation of patient injury. The device was available for evaluation. In summary, 3 medwatch reports were submitted for these events (medwatch reports 47822, 47823 and 47824).

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Follow up is ongoing to obtain patient demographics. The product has been returned for analysis; however, it has not yet been evaluated. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
The device was received for evaluation. From visual inspection, no defects were identified on this hemosphere monitor. As received, the monitor was connected to customer clearsight module (csm) and a workshop's finger cuff simulator and it was possible to obtain normal pressure values. The monitor was ran on the functional tester and no defects were found. Monitor passed all tests according to internal procedures: electrical safety test, functional test and final verification. Additionally, the customer clearsight module was tested and a failure was identified on the functional test. Further testing was conducted and the pressure values were within range despite a failure on the functional test. Based on this, it could be ruled out that the functional failure of the module is unrelated to any inaccurate values when connected to a hemosphere monitor. The issue of inaccurate values was not observed during the product evaluation, the complaint was non-reproducible and there was no evidence of product nonconformance or labeling/IFU inadequacies identified regarding the monitor. The root cause is unable to be determined.

Event description:
As reported, during use in patient of this hemosphere monitor, there was discrepancy in pressure values compared to the non-invasive pressure (nip). Hospital staff tested on themselves and the issue still occurred. (Report ids (B)(4)). The same issue occurred with the same monitor on two other patients (report ids (B)(4)). Later, a loan hemosphere was used in a colectomy with an arterial pressure arm cuff on the opposite arm and no discrepancies between cuff and blood pressure were noticed. There was no allegation of patient injury.